Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump reacted differently after battery change. Customer's blood glucose level was 173 mg/dl. The device will be returned for analysis.